Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing due to electromagnetic interference (emi) noise during a medical procedure, which resulted in an inappropriate anti-tachycardia pacing (atp) burst. Technical services (ts) reviewed the event and determined that there was a functional loss of capture (loc) during the atp delivery. Additionally, high out-of-range right ventricular (rv) lead pacing impedance measurements exceeding 3000 ohms and elevated pacing thresholds were observed, which triggered a signal artifact monitor (sam) episode. Ts recommended further evaluation of the lead. This rv lead is a non-boston scientific device. No adverse patient effects were reported. This ICD remains in service.